Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Under analysis of the extension (B)(4), it was found that the filars of conductor 0 were broken on the distal end of the returned segment and that there was a depression at conductor 0. Analysis of the extension (B)(4) found the filars of conductor 5 and 6 were broken at the distal end of the returned segment and that there was a depression at conductors 5 and 6.

Event description:
The event is in regards to the implanted devices of a patient who was implanted for failed back surgery syndrome. The scs system was returned to the manufacturer on 2016-08-05. The ins and both extensions were registered to a patient that is reported to be deceased. There were no indications that analysis was needed, the devices were related to the patient's death, or that an allegation was made on the devices. The ins and the extensions underwent routine analysis.

Manufacturer narrative:
The fdc no longer applies and is replaced on both leads. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.